Manufacturer narrative:
E3: principal investigator. H3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a type 1b endoleak occurred on a zenith flex with spiral-z technology aaa endovascular graft iliac leg. Pre-procedural computed tomography (CT) with contrast imaging was completed on (B)(6) 2025, 103 days prior to the procedure. The innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery, and celiac artery were incorporated into the repair. All arteries mentioned were patent and no stenosis greater than 50% was identified. The superior mesenteric artery (sma) was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The right renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The left renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The fifth and sixth viscerorenal arteries were not incorporated in the repair. The right common iliac artery was patent. The left common iliac artery was patent. The right and left internal iliac arteries were patent. The right and left vertebral arteries were patent. The aortic valve was native. There was an aortic arch bovine configuration. The maximum diameter of the diseased aorta on centerline was 56 mm. The intended proximal seal was zone 3: first 2 cm distal to left subclavian. The intended distal landing zone was zone 10: common iliac arteries, both right and left. On (B)(6) 2025 (68 days prior to the procedure), the patient underwent staged procedure one of three. The patient underwent a thoracic staged procedure (tevar) under sedation, in which a proximal tapered aortic device (william cook europe: zta-pt-38-34-167) was placed. There were no technical difficulties and delivery, or deployment of the device was successful. The patient experienced a urinary tract infection (uti) at the time of the first staged procedure. No artery stents were deployed during the procedure. A completion angiogram was performed during the first staged procedure. All stent grafts and intended side branch stents were patent at the conclusion of the procedure. All target vessels were patent. A planned type 1b endoleak was identified on the most distal aortic component. There was no evidence of stent graft integrity issues, and all target side branch stents were intact. A pre-procedure clinical assessment was completed on (B)(6) 2025, one day prior to the second staged procedure. The patient had an aortic degenerative aneurysm, taaa extent iii: from below t6 to the level or below the level of the renal arteries. There was no history of aneurysm growth greater than or equal to 1.0 cm per year. There was no saccular aortic aneurysm or pseudoaneurysm. There was no relining of a pre-existing surgical graft or endograft with a fenestrated or branched endograft after prior repair. The patient underwent an elective fenestrated endovascular aortic repair (fevar) procedure (staged procedure two of three) on (B)(6) 2025 under general anesthesia. Aspirin (salicylic acid) and plavix (clopidogrel) were prescribed at the time of the procedure. Percutaneous access was achieved in the left and right femoral arteries. No cut down access required. An endovascular iliac conduit was not performed at the time of the procedure. Total contrast volume used during the procedure: 201 ml. Contrast dose: 2.7 ml/kg. Fluoroscopy time: 20 minutes. Total gray used: 3 mgy. Total dose area product: not available. Fusion was used during the procedure. The estimated blood loss during the procedure was 300 ml. Cardiac output reduction was not used. Carbon dioxide flushing was not used. The proximal seal zone was the endograft. Neuromonitoring was used during the procedure in the form of near-infrared spectroscopy (nirs). Procedural time (24-hour clock): time arrives in room: 09:56. Time of first incision or arterial puncture: 10:12. Time of last access closure: 14:24. Time leaves room: 14:52. Duration of procedure (from first incision to last access closure): 252 minutes. Side branch catheterization and placement of all bridging stents was successful. There were no additional procedures performed and the patient did not have any significant medical problems or complications during the study procedure. During the procedure, the patient had the following devices placed: left renal artery: a competitor stent with a diameter of 6 mm and a length of 50 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was relined with a bare metal stent, and the covered stent was extended distally with a bare metal stent. Right renal artery: a competitor stent with a diameter of 6 mm and a length of 75 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent was not extended distally with a bare metal stent. Right renal artery: a competitor stent with a diameter of 7 mm and a length of 37 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent was not extended distally with a bare metal stent. Superior mesenteric artery: a competitor stent with a diameter of 9 mm and a length of 37 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent was not extended distally with a bare metal stent. Superior mesenteric artery: a competitor stent with a diameter of 8 mm and a length of 57 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent was not extended distally with a bare metal stent. Celiac artery: a competitor stent with a diameter of 9 mm and a length of 100 mm was placed. The artery was revascularized with a fenestrated-branched device. The covered stent was not relined with a bare metal stent, and the covered stent was not extended distally with a bare metal stent. Main aortic custom-made device (cmd): a william cook australia rpn: thoraco-abdominal-side-branch-lp was placed. The cmd was planned for this patient. There were no technical difficulties and delivery, or deployment of the device was successful. Distal aortic cmd: a william cook australia rpn: aaa-bifurcated_graft was placed. The cmd was planned for this patient. There were no technical difficulties and delivery, or deployment of the device was successful. Left iliac artery: a cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-20-56-zt was placed. There were no technical difficulties and delivery, or deployment of the device was successful. Side branch catheterization and placement of all bridging stents were successful. All stent patency was maintained with normal end artery perfusion. Procedural imaging in the form of an angiogram was completed on (B)(6) 2025. All stent grafts and intended side branch stents were patent at the conclusion of the procedure. All target vessels were patent. There was no evidence of stent graft integrity issues. All target side branch stents were intact. A planned type 1b endoleak on the most distal iliac component on the right was present at the conclusion of the case. A spinal drain was not placed during the procedure. The patient was extubated in the operating room and did not require reintubation or a tracheostomy. The patient stayed 8 nights in the intensive care unit. Post-procedure event occurred on (B)(6) 2025, three days post-procedure, in which the patient experienced pulmonary edema. The patient has a pre-existing history of chronic obstructive pulmonary disease (copd) and worsening of respiratory status postoperatively. A serious deterioration of health occurred, in which a secondary intervention was required. The event resolved three days later on (B)(6) 2025. A one-month clinical assessment was completed on (B)(6) 2025, seven days post-procedure. The left and right brachial index was not assessed. The patient was prescribed acetylsalicylic acid (asa) and an antiplatelet. Since the last visit, the patient had not had any significant medical problems or been hospitalized for any reason. Follow up imaging in the form of a CT was completed. A review of the follow up CT imaging with contrast that was completed on (B)(6) 2025, seven days post-procedure. All stent grafts were patent. No occlusion or stenosis greater than 50% was present in the celiac artery, sma, right or left renal artery. There was no evidence of stent graft integrity issues and all intended side branch stents were intact. A planned persistent type 1b endoleak from the right most distal component was identified. No secondary interventions have been performed to treat the endoleak. Maximum diameter of the diseased aorta (ow to ow) was 55 mm. The patient was discharged home on (B)(6) 2025, 17 days post-procedure. The patient was discharged on supplemental oxygen. At discharge, the patient was prescribed acetylsalicylic acid (asa), clopidogrel, and a statin. On (B)(6) 2025 (51 days post- procedure), the patient underwent an iliac staged procedure (three of three) under sedation, in which a right iliac limb extension (cook zsle-24-74-zt) was placed. There were no technical difficulties and delivery, or deployment of the device was successful. A completion angiogram was performed during the staged procedure. All stent grafts and intended side branch stents were patent at the conclusion of the procedure. All target vessels were patent. A type 1b endoleak was identified on the most distal iliac component on the right. There was no evidence of stent graft integrity issues, and all target side branch stents were intact. Post-procedure event occurred on (B)(6) 2025, 53 days post-procedure, in which the patient experienced sinus bradycardia. The patient required conservative treatment, in which the event is considered ongoing. No serious deterioration occurred. The patient did have a pre-existing cardiac disease. A review of the follow up CT imaging with contrast that was completed on (B)(6) 2025, 58 days post-procedure. All stent grafts were patent. No occlusion or stenosis greater than 50% was present in the celiac artery, sma, right or left renal artery. There was no evidence of stent graft integrity issues and all intended side branch stents were intact. A persistent type 1b endoleak from the right most distal component was identified. No secondary interventions have been performed to treat the endoleak. Maximum diameter of the diseased aorta (ow to ow) was 56 mm. Six-month clinical assessment was completed on (B)(6) 2025 (59 days post-procedure). Current medications included an aspirin (or asa), antiplatelet and a statin. The patient had no significant medical problems or had been hospitalized for any reason. Follow up imaging in the form of CT imaging was completed. The subject of this report is the type 1b endoleak originating from the right most distal iliac graft leg (zsle-24-74-zt), in which no secondary intervention has taken place.